Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: it was reported that "in the operating theatre, during induction with an of a protocol (40ml pse of lidocaine 20mg/ml + 40ml pse of ketamine 2.5mg/ml), the ketamine pse did not stop after the requested loading dose of 5.5ml and continued to administer the drug at the loading dose rate. The patient complained of feeling very dizzy, even though we had not administered the morphine (sufentanil). It was at this point that the anesthetist realized that there was only 10 ml left in the ketamine syringe, even though the requested bolus was 5.5 ml. We stopped the pse and quickly administered the sufentanil and propofol for the patient's comfort. The patient received 75 ml of ketamine instead of the requested 13.5 ml loading dose, which corresponds to the dose he should have received over 5 hours of surgery in 2 minutes. We were able to verify that the base and bolus settings were correct because the base data reported on the diane are at the correct concentration and only a 5.5 ml bolus appears, not the 30 ml administered in total. I found the two syringes (the ketamine and lidocaine syringes used for the of a protocol) and their packaging. They are part of the same batch. It should be noted that the lidocaine syringe did not cause any problems. Clinical consequences observed: this had no impact on the patient's haemodynamics, but it could have been much more harmful if the same thing had happened with the lidocaine pse. It can also be assumed that pain management was less than optimal throughout the surgery. The pump does not appear to have emitted an alarm, as it was the patient's complaint that brought the adverse event to our attention. We were able to verify that the base and bolus settings were correct because the base data reported on the diane are at the correct concentration and only a 5.5ml bolus appears, not the total 30ml administered.

Manufacturer narrative:
Pr 13825981 follow up MDR for device evaluation: two samples were provided to our quality team for investigation. Upon visual inspection, no damage or defects were observed on the devices, and the plungers moved smoothly without resistance. A device history review was completed for the reported lot 2503083. No deviations or nonconformances were identified during the manufacturing process that could have contributed to the reported concern. The silicone used in this product is medical grade and is applied during syringe assembly to support smooth plunger movement. Throughout the manufacturing process, breakout force and sustaining force testing are conducted for each lot to evaluate plunger movement. Results for the reported lot were reviewed and no issues were identified; all production and quality processes were carried out normally. Retained samples of lot 2503083 were used for additional evaluation. These samples were thoroughly inspected, no damage or defects were observed, and the plunger moved smoothly along the barrel. Additional testing confirmed that breakout force and sustaining force were within specification. Testing performed on the returned sample also confirmed that the device met all required specifications, and no issues related to the reported concern were identified. Based on the evaluation of the returned sample, retained sample analysis, and device history review, no issues were identified with the reported product or lot; therefore, a root cause related to our product or process could not be established. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trend.

Event description:
No additional information.

Manufacturer narrative:
.

Event description:
Additional information received jan 9th: yes, the patient presented symptoms and complained of severe dizziness, but this had no impact on the patient's hemodynamics. As for medical interventions, ketamine pse was stopped immediately, the iade technician and anesthesia supervisor were called, and equipment monitoring was performed. The base and pse in question were then replaced once the surgery was completed before the next patient. As the incident occurred in may, it is difficult for us to provide any further details, for which we apologize.